Event description:
During rotator cuff repair two anchors pulled free after insertion. Surgeon had to convert from an arthroscopic to an open procedure. The delay in surgery was less than 15 mins. Surgery was successfully completed using a bone tunnel and suture technique. The surgeon stated that the event was due to the age and bone quality of the pt and not the anchor(s). This incident is reportable because of the change from arthroscopic to open procedure.